Event description:
Device returned for repair only with upper jaw broken free from device. Contact with hospital revealed that device broke while in use in a pt. Piece was retrieved with no delay or impact to the pt.